Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: soundstar eco ge 10f catheter us catalog #: 10439072 lot #: unknown manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure with a navistar thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis. After ablating in the rvot, an audible steam pop occurred, and the patient reported pain. Pericardial effusion was detected via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Blood pressure was stable upon leaving the procedure room. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Initially, it was reported that the device was a navistar thermocool catheter / us catalog #: unk_navistar thermocool / lot #: unknown. However, clarification was received on december 19, 2017 providing the correct device of thermocool smarttouch bidirectional sf catheter / us catalog #: d134805 / lot #: unknown. The product information was updated in suspect medical device. They also provided the following additional information. It was reported that a (B)(6) year-old male patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter. Blood pressure was stable post-intervention. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. It was noted that the injury occurred during mapping or ablation phase. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that it is unclear if the injury was related to ablation. No transseptal puncture was performed. Preface 8 french sheath was used. Generator parameters included power control mode at 35 watts with a temperature cut off of 40 degrees celsius. Generator settings included power 30-35 watts (not titrated), temperature 26-33 degrees celsius, and impedance 146-196 ohms. Longest ablation time was 1 minute and 11 seconds. Irrigated catheter flow was set at 2 ml/min during mapping and 17ml/min during ablation. Patient did not receive anticoagulant during the procedure. There is no information regarding the shaft proximity interference value. Thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors observed on any biosense webster, inc. Equipment during the procedure. Patient information was provided. Therefore, the fields in "patient information" have been updated accordingly. Additional concomitant product: preface 8 french sheath us catalog #: 301803m lot #: unknown. (B)(4)